Event description:
A report was received that the patient was experiencing a shocking sensation when the stimulation is turned on. The leads are exhibiting high impedance readings and the physician has decided to replace them. The patient will undergo a lead replacement surgery.

Event description:
A report was received that the patient was experiencing a shocking sensation when the stimulation is turned on. The leads are exhibiting high impedance readings and the physician has decided to replace them. The patient will undergo a lead replacement surgery.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2208-50, serial: (B)(4), description: st linear lead 50cm.

Manufacturer narrative:
Additional information was received that the patient's ipg and leads were explanted. The physician implanted two new leads, an ipg and click anchor. It was the physician's preference to replace the ipg. The patient is reportedly doing well following the procedure. Product analysis indicated that the complaint of high impedance was confirmed. The lead cables were fractured at the suture sites. The lead (B)(4) showed one nicked wire at the suture site, about 6.5 inches from the end of the distal tip. The lead (B)(4) showed four open wires at the suture site, about 7 inches from the end of the distal tip.